Event description:
A customer observed a non-reproducible negatively biased tsh qc result. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No biased pt results were reported. There was no report of pt harm as a result of this event.